Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure he had trouble with night driving due to the rings, glare, and halos he sees around all light sources. He noticed issue since surgery. Last visit to surgeon and was told I would subside over the next several months. The patient has not noticed any improvement. There are two medical device reports associated with this patient. This report is associated with the left eye.